Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. It was discovered that the competitive device was oversensing on the right atrial lead. The competitive device was explanted and replaced, and the right atrial lead was capped and replaced on (B)(6) 2020 to address the oversensing. The patient was in stable condition throughout.